Event description:
It was reported by a customer on (B)(6) 2011 the fiber forward fired 63,844 joules. Per the customer, the failure was noticed during the procedure through the fiber aiming beam. The fiber tip was cleaned. There was no patient injury. There were no unusual observations until the occurrence with no error codes displayed on the laser machine.